Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported to fresenius customer service that a combiset blood leak occurred during a patient¿s hd treatment. Three hours into the treatment the fa reported that a small hole/cut was identified on the blood pump segment of the bloodline. Additional information was obtained through follow-up with the biomedical technician (biomed) from the facility. The biomed said there were no known issues with the 2008t hd machine. Approximately three hours into the treatment blood was noticed dripping from the blood pump module. The biomed said the machine alarmed appropriately with an air detector message. The treatment was paused, and the patient's blood was not rinsed back. Estimated blood loss (ebl) due to the event was unknown. There were no leaks noticed during the priming phase, and no other issues prior to the alarm. The hole/cut was identified later when the bloodline was removed from the machine. The patient was re-setup with new supplies on a different machine where they completed their treatment. The biomed confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine being used when the leak occurred was removed from service, disinfected, and passed all tests. The machine was then returned to service. The combiset bloodline was reportedly available to be sent back for evaluation.